Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd minibore pressure, IV connector no clamp had separated. The following information was provided by the initial reporter: the removeable IV connector came from the connection. No patient impact. Additional information received from the customer: can you please provide an exact date of event in mm-dd-yyyy format? Multiple failures most recently on 09/25/2025. Did the reported issue result in any leaks? Yes. What was the medication/fluid in use at the time of the event? Saline.

Manufacturer narrative:
Correction, additional information: (d) revised catalog # and lot # have since been provided; lot details and UDI updated. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.